Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced.

Event description:
Additional information received indicates that the patient was doing well post-procedure.